Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Date - unknown. Implant date - unknown (16 years ago). Manufacture date - unknown.

Event description:
It was reported that patient underwent agc knee surgery 16 years ago. Revision procedure was performed on (B)(6) 2014 due to complete lateral bearing surface wear. There was evidence of metallosis in the joint capsule as the bearing has completely worn through, resulting in metal on metal contact. No further information has been received.